Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, catheter inserted on (B)(6). On (B)(6), trialysis catheter appears to have "broken apart" according to the nurses; they were giving patient care and noted a "pool of blood" on the clean chux located under the patient's head and neck. It appears to be a clean break. The way it presents, it seriously appears like someone sliced it; but rn confirms that she was in the room with the eeg tech and that did not happen. The line was placed at the bedside by md on (B)(6). The patient is safe, the line was removed, clamped it immediately. No other information was provided. Additional information received: it was reported, accessed last on (B)(6) @ 0400 with no concerns. All lumens patent. On (B)(6), am- lumens all clamped and not accessed.

Event description:
It was reported, catheter inserted on (B)(6). On (B)(6) trialysis catheter appears to have "broken apart" according to the nurses; they were giving patient care and noted a "pool of blood" on the clean chux located under the patient's head and neck. It appears to be a clean break. The way it presents, it seriously appears like someone sliced it; but rn confirms that she was in the room with the eeg tech and that did not happen. The line was placed at the bedside by md on (B)(6). The patient is safe, the line was removed, clamped it immediately. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed, but the root cause could not be determined. Two photos were returned for evaluation. The photos show a power trialysis catheter indwelling in the patient. The clinician can be see compressing the blue lumen extension leg using forceps. The proximal end of the blue lumen extension tubing has fully fractured such that the luer and clamp have detached from the extension tubing. The break site cross section has an elliptical shape. However, no other fracture features can be discerned from either photo. Based on the available material for review, there were no distinguishing features in the returned media which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported; catheter inserted on 07/28. On 07/31, trialysis catheter appears to have "broken apart" according to the nurses; they were giving patient care and noted a "pool of blood" on the clean chux located under the patient's head and neck. It appears to be a clean break. The way it presents, it seriously appears like someone sliced it; but rn confirms that she was in the room with the eeg tech and that did not happen. The line was placed at the bedside by md on 7/28. The patient is safe, the line was removed, clamped it immediately. No other information was provided. Additional information received: it was reported, accessed last on 7/29 @ 0400 with no concerns. All lumens patent. 7/29- 7/31 am- lumens all clamped and not accessed.